Manufacturer narrative:
A4-a6: unk. Manufacturer narrative: secondary surgical intervention to remove/replace is identified in the labeling as a known potential adverse event following icl implantation. Claim# (B)(4).

Event description:
A facility representative reported that following a implantable collamer lens (icl) implantation procedure, the patient experienced low vault without rotation. The lens was later removed and replaced for a longer length lens and the problem was resolved. Cause of the event is unknown.